Manufacturer narrative:
Coopersurgical , inc. Is currenlty investigating the reported condition.

Event description:
Ref e-complaint- (B)(4). Report forwarded by customer service trumbull- the customer has issued a customer dissatisfaction complaint some time ago saying the pessaries are too stiff. Additional complaint in ref. To e-complaint-(B)(4). 1216677-2020-00270 pess sh stem flex 2 inch mxpgss2 e-complaint-(B)(4).